Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Has been corrected to indicate that the product is a single use product. (B)(4).

Manufacturer narrative:
Investigation is ongoing. Additional information about allegation and sample ID results has been requested but not provided . A follow up report will be filed with the outcome of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a single patient on the cobas® sars-cov-2 assay. The patient results were generated using 3 different test methods. Patient test sample 1 roche test, the cobas sars-cov-2 assay generated a positive result. After receiving a positive result from test method 1, test method 2, the seegene assay, was performed at a different hospital using a recollected sample that generated a negative result. To retest the patient a 3rd time, test method unknown sars assay, the roche customer sent the primary tube (same collected sample tube in method 1) that generated negative test results. Patient sample method 1 and 3 was collected using a nasopharyngeal swab and 3 ml viral transport media tube the patient samples were tested on the cobas® sars-cov-2 assay. To retest the patient a 3rd time, unknown test method for sars, the customer sent the primary tube (same collected sample tube in method 1) the patient was under quarantine after getting the positive result. There was no allegations of harm to the patient. The investigation to assess the customer allegation has not yet been completed.